Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, an alliance handle was used in conjunction with the trapezoid basket in an attempt to crush stones from the common bile duct. The basket was opened and closed twice to remove stones without any issues. However, on the third time they attempt to crush a stone, the handle cannula and the sheath broke. The outer sheet of the device was removed and then the basket itself was removed from the duodenoscope. Another trapezoid basket was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Initial reporter's city is (B)(6). Initial reporters phone number: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, a trapezoid basket was used to remove stones from the common bile duct. The basket was opened and closed twice to remove stones without any issues. However, when they tried to open and close the basket the third time, the handle cannula and the sheath broke. The outer sheet of the device was removed and then the basket itself was removed from the duodenoscope. Another trapezoid basket was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: initial reporter's city is (B)(6). Initial reporters phone number: (B)(6). Block h6: device code a0401 captures the reportable events of handle cannula and sheath break. Block h10: the returned trapezoid rx basket was analyzed, and a visual evaluation noted that the handle cannula was detached. The internal wires including the handle cannula was returned outside of the device. The internal wires were found damage and kinked. The basket is in good condition with the tip attached. The working length was bent. Under magnification, drag marks of the fastening screws noted on the handle cannula. Dimensional inspection observed the side car rx was pushed back approximately 5 mm which is out of specification. The screws depth and length were measured and found within specification. The reported event was confirmed. Based on all available information, it is most likely that the technique used, or patient's anatomical condition led to the detachment of the cannula, and it was interpreted as breaking. The handle cannula shows drag marks of the fastening screws that indicates an excess force was applied. Additionally, the side car rx was torn was interpreted as sheath break. The failures "wire bent/kinked", "working length bent/kinked" and "side car rx pushback" are consequences of the adverse event that occurred during the procedure. Therefore, the most probable root cause for the reported event and the investigation findings is adverse event related to procedure as the adverse event occurred during the procedure and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.